Event description:
Reportedly, a nurse noticed that a 33 week gestational age pt being treated in the subject device was cool; the control temp. Was 36.5c and the pt's temp. Was 36.5c and the pt's temp. Was 36c while unit was operating at 25% heat output. The nurse turned the unit off and then back on and thought she had put it in the pt control mode. She later noticed that the pt's display temp. Was 37.8c and the unit did not alarm. The unit was removed from use and evaluated by the hospital's biomed. The biomed ran the unit for six days with a pt simulator and did not experience any similar problems. Biomed. Stated that the control panel of this nine year old unit was cracked and he had to push control button 2 or 3 times to get the "pt control mode" to engage. The temperature probe was discarded by customer.